Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2020 with blood glucose level was over 400 mg/dl. Customer was experienced symptoms such as nausea, vomiting. Customer stated insulin pump had insulin flow blocked alarm and also had low battery alarm. Customer did not feel okay to troubleshooting for high blood glucose. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.